Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultramini meter was prompting an "ER 5." Per the one touch ultramini owner's booklet, this error message appears when the meter has detected a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on the evening four days prior to the event day. Per the cca's documentation, it appears as if the pt manages her diabetes with pills; however, it is unclear what action the pt took regarding her diabetes management as a result of the issue. Approx 3 days after the alleged error message began to appear, the pt claimed she developed symptoms of sweating, nausea, and became flushed. The pt reported that she skipped her last dose of metformin (500mg) on the evening her symptoms started. At the time of troubleshooting, the customer care advocate (cca) confirmed that the pt was using the correct testing technique and that the test strips were in good condition. The pt was able to test successfully using a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.